Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# l74355, implanted: (B)(6) 2000, explanted: (B)(6) 2011, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The pump system was removed in 2011. The tubing reportedly malfunctioned/broke. The patient did not want a new system and requested for the whole device to be removed. The drug information, other medications, pertinent medical history, symptoms, troubleshooting, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
2015-09-15 additional information was received from a healthcare provider (hcp). The therapy start date of prailt was (B)(6) 2006 and end date was (B)(6) 2011. The pump was removed at the request of the patient. The following information was previously reported as related to this event. It was later determined that this information was related to event reported in manufacture report # 3007566237-2015-02901 [on (B)(6) 2010, a catheter dye study was performed and they were unable to aspirate. However, there were normal residual volumes the past 3 months during pump refills. On (B)(6) 2010, the pump was replaced and the catheter was revised.]

Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-15, additional information was received from a healthcare provider (hcp). The patient was receiving prialt 14.4mcg/ml at 4.803 mcg/day. The patient's concomitant medications included oxycontin and oxycodone hcl. The patient's medical history included chronic low back pain, failed back surgery syndrome, niacin, codeine, lipitor, and pump had been turned off about 6 months pt elected to have it removed. On an unknown date, the patient experienced increased pain and swelling in the pump pocket as well as decreased function due to the tubing malfunction. On (B)(6) 2010, a catheter dye study was performed and they were unable to aspirate. However, there were normal residual volumes the past 3 months during pump refills. On (B)(6) 2010, the pump was replaced and the catheter was revised.